Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail 600um reusable laser fiber was used in a percutaneous nephrolithotomy (pcnl) procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was auriga 3020 console. According to the complainant, during the procedure, the laser fiber was burnt. The procedure was completed with another lighttrail 600um reusable laser fiber. There was no serious injury nor adverse patient effects as a result of this event.